Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is unk; therefore, the device MFR date and expiration date cannot be determined. A product eval is pending; results will be provided in a f/u medwatch report. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
On august 12, 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, a low water pressure alarm occurred causing the microwave energy to shut off. The issue was due to a leak in the prolieve catheter. The prolieve thermodilitation kit was replaced and the procedure was completed. No pt complications were reported as a result of this event. The pt's condition was reported as "ok."